Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to report any future malfunctions. The customer acknowledged and understood the instructions.